Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad at the end of the broach handle broke off during impaction of a broach into the femur. No foreign body was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed that the strike plate was fractured off of the handle body. Strike marks could be observed on the handle body near the weld and on both sides of the strike plate. Sem analysis determined evidence of device being impacted along the instrument¿s proximal body and underside of the strike plate. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to tensile overload failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.